Event description:
It was reported that the intraocular lens (iol) was implanted in the patient's left eye; however, the capsule broke due the patient's zonules being weak. The doctor cut the lens in half, enlarged the incision and removed it and performed a vitrectomy. The physician completed the procedure and used a three-piece iol. The event was attributed to the patient and was not related to the intraocular lens. It was reported that the iol was discarded in the field. No further information was provided.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.